Event description:
It was reported that a smiths medical pump alarmed: nd clamp tubing. Settings rate 2.2, res vol 71.3, given 28.75. Air in tubing, no injury to patient. No further information available.